Event description:
It was reported that the right atrial (ra) lead dislodged twice during implant. The lead was repositioned and remained in use to complete the implant. A third dislodgement occurred after final testing and was discovered after the pocket was closed. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, analyst commented, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).